Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Revision to be completed on (B)(4) 2013 to revise a gamma3 nail that had been recently preformed. The gamma 3 lag screw had migrated in to the pelvis. The revision procedure was preformed on the (B)(6) 2013.

Event description:
Revision to be completed on (B)(6) 2013 to revise a gamma3 nail that had been recently preformed. The gamma 3 lag screw had migrated in to the pelvis. The revision procedure was preformed on the (B)(6) 2013.

Manufacturer narrative:
Investigation revealed the lag screw to be a concomitant item. The device did not contribute to the event.